Event description:
Caller reported a power source alert 07, which did not adversely impact the customer's blood glucose level. Since the issue caused the pump to shut down, technical support was unable to troubleshoot it, and a replacement was arranged. Customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery and to put the pump in storage mode before returning it using a pre-paid label, which the customer understood and acknowledged.